Event description:
Same case as MFR's report #6000093-2006-01111. It was reported that 159 days after implantation of a 2.5x12 mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, target lesion were located in the mid to distal left atrioventricular groove of the left circumflex artery (lcx). An "80% proximal subtotal stenosis" was reported in the mid-vessel region and "long subtotal stenosis was noted in the mid-distal vessel." Percentage of stenosis for the distal lesion was not reported. Percutaneous transluminal coronary angioplasty (ptca) was performed using 2.25x15 mm, 1.5x15 mm, 1.5x9 mm, and 2.0x20 mm otw maverick balloons. There stents were deployed (distally to proximal) in the mid and distal lcx artery. A 2.0x8 mm minivision cobalt chromium non-drug eluting stent as deployed in the distal lesion, followed by a more proximal 2.5x24 mm taxus stent, then a 2.5x12mm taxus stent in the mid lcx. Post-intervention stenoses of 0% with timi-iii flow and "no angiographic evidence of dissection or thrombus" was reported. It was reported that the lesions were not calcified nor was the vessel tortuous. The pt received angiomax, heparin, and nitroglycerin during the procedure. The pt reportedly "tolerated the procedure will without complications." The pt presented 159 days after the initial procedure with a 95% in-stent restenosis "throughout the entire course" of the previously placed taxus stents in the lcx artery. Percutaneous transluminal angioplsty (ptca) was performed using a 2.25x20 mm maverick2 monorail balloon. Subsequently, a 2.75x32 mm taxus monorail drug eluting stent was deployed in the in-stent restenosed region. A post-intervention residual stenosis of 0% with timi-iii flow was reported. The pt received lovenox, plavix, aspirin, lopressore, vytorin, nitroglycerin,a nd combivent prior and heparin during the procedure. The pt reportedly "tolerated the procedure well wihtout complications."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available and co is not able to determine the root cause of this event. The mfg records for top assembly batch 8045933 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications.